Manufacturer narrative:
(B)(6) 2020, mentor received additional information about the event: the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. It was initially reported that the explantation date is (B)(6) 2019. New information states that the explantation date is (B)(6) 2019. Manufacturer¿s reference number:(B)(4).

Manufacturer narrative:
On 01/31/2020, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information provided, the patient experienced a rupture on the breast implant. During evaluation of the device, an area of siltex cracking was observed on the posterior view. Also, a tear was noted within the siltex cracking measuring approximately 0.5 cm. The evaluation determined that the rupture is consistent with a siltex cracking. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Mentor believes that siltex cracking is ultimately a result of high stresses caused by acute folds in shell of siltex breast implants. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 12/10/2019, mentor received additional information about the event. The patient underwent explantation on (B)(6) 2019. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation revision procedure with an unspecified mentor gel breast prosthesis that ruptured after implantation. Rupture of the patient¿s right breast prosthesis was diagnosed by mammogram. In addition, the patient felt discomfort and pain in her right breast. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.